Event description:
The user facility reported a 76-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The complainant reported that a patient lost pulse in their impella leg during the impella cp pump support. The leg subsequently became cold and the decision was made to escalate to the impella 5.5 support. Upon removal of the impella cp pump, it was noted that pulses returned to the patient's leg.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.